Event description:
The pt was diagnosed with pulmonary edema at the end of the case. The pt had been anesthetisized with desflurane, a narcotic and o2. The pt was given lasix to prevent further development of and reverse the pulmonary edema. The pt respond appropiately and quickly and has been released from the hosp. The vaporizer has been removed from service.